Manufacturer narrative:
Completed with info provided by the user facility. After analysis of the device components and other possible root causes, it was determined that the insufflation tubing reported may become occluded due to housing material. The plasticizer may migrate from the tubing into the filter housing causing an occlusion. Heat has also been determined to precipitate the occlusion. Through extensive testing and research, a decision was made to change the filter housing material to polycarbonate. Polycarbonate is a stronger, higher impact and more chemically resistant material. It is also less affected by higher temperatures. We are confident this action has eliminated the tubing issue. Additional info regarding the pt and/or healthcare worker interaction with the device was requested but no response has been received as of this report date.

Event description:
Tubing occluded at the filter. In order to use, the filter had to be cut off. It was not reported if this was before or during a procedure.